Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain post-operatively, and during diagnosis, an x-ray and computer tomography (CT) scan confirmed the patient experienced a pneumothorax. The patient was then transferred to a respiratory hospital and treated with a wound seal kit. Further information from the initial implanting physician indicated that during the lead implant, orientation of the clavicle and first rib were distorted, and the depth of the puncture had been misread. The lead remains in use with no abnormal findings. No further patient complications have been reported as a result of this event.